Event description:
Per the clinic, the patient experienced skin flap necrosis at the implant site on (B)(6) 2014 and was treated with topical antibiotics, however the issue could not be resolved. It was reported the internal magnet had extruded through the skin flap on (B)(6) 2014. It is unknown if there are plans to explant the device and to reimplant the patient with a new device as of the date of this report.

Manufacturer narrative:
(B)(4). Implanted device remains.

Manufacturer narrative:
Per the clinic, the internal magnet was explanted on (B)(6) 2014. There are no plans to reimplant the patient with a new device. This report is filed september 22, 2014. Device not returned to manufacturer.